Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was 314 mg/dl at the time of the incident. Customer does not use the sensor feature on the pump. Customer stated that he was unable to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined troubleshooting for a no delivery alarm.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. The displacement test could not be performed and no excessive no delivery alarm could be verified due to the motor error alarm. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.